Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited an helix anomaly. The lead was explanted and replaced during an unrelated surgical procedure.